Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the explant procedure.

Event description:
Initially, the caregiver had called regarding fibrin in the patient drain bags. During the call the caregiver indicated the patient had peritonitis in (B)(6), 2010. It is unknown what cultures or labs were taken for this event. It is unknown what interventions were required or if the patient had been hospitalized. This patient is a child. No further information is currently available.

Event description:
It was reported that low sensing and low impedance were observed. The lead was repositioned and all measurements were normal. However, several days later low sensing and impedance were again observed. The lead was explanted.